Event description:
It was reported that the patient presented with symptoms of weakness and fatigue and was also feeling warmth in the pacer pocket as well. Subsequently blood work revealed the patient was in sepsis. Due to the presence of infection the implantable pulse generator (ipg) system was removed and sent to the pathology department for processing. Medication was administered to the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.